Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range impedances of greater than 2000 ohms. The patient was being seen for a device replacement procedure. When the patient's pocket was opened up, the ra lead appeared kinked and it was noted that the insulation was damaged by the electrocautery pen. As a result, the lead was surgically abandoned and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at (B)(4) laboratory, visual observation confirmed that this lead was returned severed 215mm from the terminal pin, and only the proximal segment was returned. There were set screw markings noted on the terminal pin and ring, and surface electrocautery damage was found. The portion of the lead returned was curled and deformed. This damage was determined to be procedurally induced. .